Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. This report was related to a dreamstation bipap avaps30 device. The manufacturer received information the patient experienced "infection, kidney failure and death". The device worked but the patient couldn't tolerate it on their face very long since it felt like it was smothering them. The patient had a bad infection. The patient went to the hospital and was given antibiotics, but their kidneys shut down. The patient then experienced kidney failure and passed away. The device was cleaned everyday using sterile water. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.